Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "try to put in a 54 trident cup, it didn't have a grip. Surgeon thinks something is wrong with the surface coating."